Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 6 months after the dental implant was installed in intraoral region #30, it was verified its non-osseointegration. Immediate load was not executed. The patient presented bone type ii.